Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 07/10/2013, belt: 12/09/2013.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 at 10:45am while wearing the lifevest. The patient was reportedly at home at the time of the event. The patient's husband reported that the device was alarming and he believes the patient was sleeping. Paramedics were called and the device reportedly treated the patient. Device download data revealed that the patient was treated inappropriately 16 times by the lifevest during the event. Per clinical review of the available ECG data, the device first detected asystole at 08:28:29 on (B)(6) 2018 while the patient was in idioventricular rhythm at 40 bpm degrading to asystole. The device then intermittently detected asystole, arrhythmia, and non-treatable rhythm flags with the ECG showing that the patient was in asystole with and without tactile artifact and with and without intermittent cardiac activity. At 10:17:50, the device released gel. Between 10:18:02 and 10:45:56, the patient received 16 full-energy treatment shocks. The underlying rhythm at the time of all 16 shocks was asystole with and without CPR artifact. The underlying post-shock rhythm for all 16 shocks was asystole with and without CPR artifact as well. The patient's rhythm at the time of the device shutdown at 10:46:01 was asystole. Oversensing low-amplitude cardiac signal and CPR artifact contributed to the false detection. The response buttons were pressed intermittently during the event either earlier in the detection sequence but not immediately prior to treatment delivery and then again after the treatment delivery. The response buttons functioned appropriately. Asystole is considered a non-shockable rhythm. While monitoring the patient's rhythm, no vt/vf was detected. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.